Manufacturer narrative:
(B)(4). Additional information: investigation summary ==> it was reported performance breakage needle and performance barb non-engagement in tissue. Three sealed boxes with twelve unopened samples each and opened box with four unopened samples were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects or needle breakage were found. The sutures were dispensed and examined, the barbs were present along of the strands and no defect or damaged were observed. Besides, the resistance test was performed on the needles and no issues or anomalies were noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to condition of the samples, no performance breakage needle or performance barb non-engagement in tissue was found.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and a barbed suture was used. During surgery, the suture slid and did not stay with the needle. The point was broken. There were no adverse patient consequences reported.